Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-apr-2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the wash would not aspirate to the waste while running b/f prime. Fse replaced the b/f waste valve which resolved the errors. He was subsequently able to run controls without issue. No further action required was required by field service. The most probable cause of the reported event was due to fault/ failure of the sv 402 valve.

Event description:
On (B)(6) 2016, the customer reported receiving "bf probe suction" and "washer task" errors for pth quality control (qc) and patient samples. The errors occurred after preventative maintenance (pm) on their aia-360 analyzer. The customer reported that they were unable to run some patient samples despite efforts to rerun qc. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.